Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-00154. It was reported the pt's (B)(6) stimulation has changed. Recent attempts to initiate therapy have been unsuccessful as no communication can be established with the ipg via the programmer. The pt reportedly also has invalid impedance measurements on several lead contacts. A replacement programmer will be utilized to help determine whether surgical intervention is necessary.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.